Event description:
Subsequent to the initial MDR, a correction was updated on 10/29/2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. Concomitant medical products - correction/additional information.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/19/2025. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, at approximately 12:00 pm, the patient reported receiving a sensor failure or error message on the app and did not receive a low glucose alert. According to the patient, someone informed him that his blood sugar was low, and shortly afterward, he collapsed and sustained a head injury. The patient¿s mother contacted emergency services, and paramedics arrived around 2:00 pm, confirming that the patient¿s blood glucose was low. Upon assessment, the dexcom sensor had completely detached, and the overpatch was also removed. Paramedics administered IV fluids. After regaining consciousness, the patient consumed a significant amount of carbohydrates, including a peanut butter and jelly sandwich and juice. Despite paramedics recommending hospital evaluation, the patient declined and chose to remain at home. During the follow-up call, the patient reported that his blood sugar was still low but stated he was actively eating to correct it. Data was provided for investigation. The probable cause is phone connected to external audio output device. In connection with the reported allegation, it was found that the urgent low soon alert was delivered at 71% volume through headphones, the urgent low alert was delivered escalating from 71-100% volume through headphones. Then the urgent low alerts were delivered at 100% through the phone speaker. The app began experiencing signal loss, but the urgent low alert continued to alarm at 100% volume. Temporary sensor error occurred for 10 minutes, and the session was manually stopped sensor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, at approximately 12:00 pm, the patient experienced a sensor failure or error message on the dexcom app and reportedly did not receive a low glucose alert. According to the patient, a bystander informed him that his blood sugar appeared to be low. Shortly thereafter, the patient collapsed and sustained a head injury. The patient¿s mother contacted emergency services, and paramedics arrived around 2:00 pm. Upon evaluation, they confirmed that the patient¿s blood glucose level was low. The dexcom sensor had completely detached, and the overpatch was also removed. Paramedics administered IV fluids. Once conscious, the patient consumed a substantial amount of sugar, including a peanut butter and jelly sandwich and juice. Although paramedics recommended hospital evaluation, the patient declined and chose to remain at home. During a follow-up call, the patient reported that his blood sugar remained low but that he was actively consuming food to stabilize his condition. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.